Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\ failure to occlude (close) fallopian tube(s),') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, allergic rhinitis, sore throat, blood stool, kidney stone, abdominal pain and flank pain. Concomitant products included biotin, ethinylestradiol;norgestimate (mononessa), etonogestrel (implanon), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 8 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal recommended by treating physician was unknown. Discrepancy noted in essure confirmation test: essure successfully occluded (previously reported) and right occlusion only. As per current pfs it was reported as failure to occlude (close) fallopian tubes expulsion of essure device. No device noted into the left fallopian tube and the doctor was unable to determine if the right fallopian tube was occluded. Plaintiff received treatment for migration and menorrhagia (heavy menstrual bleeding). No treatment was received for psych injury. It was unknown whether plaintiff received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes expulsion of essure device. No device noted into the left fallopian tube and the doctor was unable to determine if the right fallopian tube was occluded. Imaging procedure on (B)(6) 2014: essure confirmation test-not specified result-right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), dyamenorrhoea, device expulsion. Events onset date, events severity, concomitant drug added. Seriousness criteria removed for genital hemorrhage. Lab data updated per pfs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\failure to occlude (close) fallopian tube(s),') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, allergic rhinitis, sore throat, blood stool, kidney stone, abdominal pain and flank pain. Concomitant products included biotin, ethinylestradiol;norgestimate (mononessa), etonogestrel (implanon), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 8 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal recommended by treating physician was unknown. Discrepancy noted in essure confirmation test: essure successfully occluded (previously reported) and right occlusion only. As per current pfs it was reported as failure to occlude (close) fallopian tubes expulsion of essure device. No device noted into the left fallopian tube and the doctor was unable to determine if the right fallopian tube was occluded. Plaintiff received treatment for migration and menorrhagia (heavy menstrual bleeding). No treatment was received for psych injury. It was unknown whether plaintiff received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes expulsion of essure device no device noted into the left fallopian tube and the doctor was unable to determine if the right fallopian tube was occluded. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified result-right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: removal recommended by treating physician was unknown. Discrepancy noted in essure confirmation test: essure successfully occluded (previously reported) and right occlusion only. Plaintiff received treatment for migration and menorrhagia (heavy menstrual bleeding). No treatment was received for psych injury. It was unknown whether plaintiff received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: essure confirmation test-not specified result-right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events- " migration, general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.